Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that when the 2.75 x 28 mm xience v stent was deployed in a right coronary artery (rca) lesion, a dissection occurred at the distal edge of the stent. A 2.25 x 12 mm xience v stent was used to cover the dissection. The pt is doing fine. No additional event or pt info is available.

Manufacturer narrative:
Dissection, in the IFU and no fault risk assessment, is a known adverse event associated with coronary stenting. Dissection can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and product size selection. The IFU states: implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention. The dissection required treatment, suggesting that device size selection may have contributed to the event. A conclusive cause for the dissection and its relationship to the product, if any, cannot be determined. There does not appear to be any indication of a product quality deficiency.